Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a check settings alarm on the insulin pump. Customer's blood glucose level was 409 mg/dl. Customer stated that she will treat with the insulin pump. Customer was advised that the check settings alarm will always occur after setting the time and date on a new or replacement pump while in training mode. Customer was also advised to monitor the pump. No additional information provided.